Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8/7/2025, an FDA medwatch notification was received via email. A facility representative reported that a patient underwent surgery for left acl and mcl reconstruction following a knee injury sustained while participating in sports. During the procedure, an arthrex scorpion needle broke and was retrieved. While closing the incision on the thigh for the harvested quadriceps graft, a scorpion device was used in conjunction with suture tape to close the incision. The surgeon noted that the scorpion needle tip was missing. The surgeon attempted to locate the needle tip but was unable to visualize it without imaging. A mini c-arm was used to locate the scorpion needle tip, which was successfully removed from the patient¿s thigh. After removal, the surgeon inspected the retrieved piece and confirmed that the entire needle tip was present. A follow-up image was completed, and no metal was noted to remain in the patient¿s thigh. The patient did not experience harm or long-term effects due to the event. This issue was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: b3, b5, g3.

Event description:
Additional information received on 8/19/2025: the surgery was performed on (B)(6) 2024. The case was not delayed, and additional anesthesia was not needed. Additional information requested on 8/26/2025.